Event description:
Event description boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased monitoring voltage of 2.93. The device will be returned to boston scientific for analysis.